Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The outer insulation had breached environmental stress cracking (esc). The outer insulation had cosmetic esc. The proximal conductor had blood/body fluid (not obstructed). A visual analysis was performed only.